Manufacturer narrative:
(B)(4). The customer reported that the ac power led did not light with ac power plugged in. The device was functioning with a charged battery. This is indicative of the device failing to power up via ac power and failing to charge the battery. No pt involvement was reported. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ac power led did not light with ac power plugged in. The device was functioning with a charged battery. This is indicative of the device failing to power up via ac power and failing to charge the battery. No pt involvement was reported.